Manufacturer narrative:
Corrected information:d4: d-avhd-df16. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported stroke remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Related manufacturing ref: 3005334138-2020-00586. One day post procedure, the patient had a stroke. The patient had an elective ventricular tachycardia (vt) ablation which went well. However, one day post procedure, the patient developed some non-fluency of speech and was reviewed by the stroke team. A head CT showed a subacute left lacunar infarct. The patient has peripheral vascular disease which was seen during the procedure and mild aortic stenosis which may have also contributed to this event. The patient¿s symptoms resolved, and the patient was discharged home.